Event description:
The pt rec'd his scs sys, including an ipg, on (B)(6) 2010. It was reported the ipg will be explanted due to premature battery depletion. It is currently unk if the ipg will be returned to the MFR for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
Results: the ipg's programmed parameters were provided by the health care provider. Longevity calculations based on the parameter provided confirm premature battery depletion. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.